Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-23170. The pt has two anchors (from the same lot) implanted as part of his scs system. It was reported the pt experienced heating at the ipg site, while charging. It was also reported the pt had a bruise at the ipg site due to an unrelated injury. Additionally, the pt experienced swelling and tenderness at the anchor site. Subsequently, the pt underwent surgical intervention on (B)(6) 2013 and his ipg was explanted and replaced. The pt reported effective coverage post-operative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.